Event description:
It was reported that the device will not turn on. There was no power. No patient involvement was noted.

Manufacturer narrative:
Additional information: g.5.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device keypad would not turn on. There was no patient involvement.